Event description:
It was reported "while conducting training this morning, the small metal piece in the needle came off and became stuck in the driver in two different insertions. These are incredibly difficult to get out and prohibit using it on another needle if not removed. These were both 25mm needles from the same lot." This report addresses the first insertion.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of 128482 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported "while conducting training this morning, the small metal piece in the needle came off and became stuck in the driver in two different insertions. These are incredibly difficult to get out and prohibit using it on another needle if not removed. These were both 25mm needles from the same lot." This report addresses the first insertion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported "while conducting training this morning, the small metal piece in the needle came off and became stuck in the driver in two different insertions. These are incredibly difficult to get out and prohibit using it on another needle if not removed. These were both 25mm needles from the same lot." This report addresses the first insertion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: previous complaints, patient severity, applicable manufacturing records, submitted photographs, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached metal disc was confirmed and the cause was likely supplier related. Four photographs were provided, three of which depicted the customer event. The fourth image contained product information. One image depicted an io needle with the safety mechanism engaged and the metal disc belonging to the driver adaptor being loose/detached. The other two images showed the inner cavity of an io driver chuck. A metal disc, similar in size and appearance to an io metal disc, could be seen within that chuck. Bd is working closely with the supplier to prevent recurrence of the reported event.